Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure got delayed by <20 minutes.it was reported that after the propeller rotated, the fluoroscope was unable to perform exposure. The philips field service engineer (fse) inspected the system onsite and confirmed that the shooting button of the hand switch was stuck. Upon functional testing, the fse released the hand switch violently then the prep signal was received.lateral which,fse found that the hand switch has been deteriorated.to resolve this issue, the philips field service engineer replaced hand switch. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that after rotating the arm, fluoroscopy was not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.